Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was presented to the hospital and it was noted that pericardial fluid was stored due to a perforation of this right atrial (ra) lead. The lead was moved by performing a thoracotomy operation, and the perforated area was treated. During the operation it was noted that after the ra lead was removed from the device the bleeding stopped after blocking the hold of the perforated area. A new competitor lead was implanted. The procedure was then completed. The lead will not be returned. No additional adverse patient effects were reported.